Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope malfunction error occurs and image noise occurs causing the image to not be displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of components mounted on the electrical board (integrated circuit chips, capacitors, etc.) Due to stress during use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the flex deflectable videoscope experienced a screen blackout. No patient involvement was reported.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.